Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with moisture on the lens surface. Visual inspection found the lens with no visible damage. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, diopter -11.5 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
(B)(4)